Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during pre-implant testing, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was not used and the procedure was completed with a different model. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of device memory confirmed one instance of code 1003 had occurred. The lowest battery voltage recorded was 2.819v on (B)(6) 2016, and the temperature on that date was -9.14° c as recorded in device memory. The fault code was induced by exposure to cold temperatures, below 0° c as described in device labeling.

Event description:
--